Event description:
Healthcare professional reported right side "deflation discovered during surgery" and "exchange of textured devices due to patient's concern with the product". Device has been explanted and replaced.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange of textured device due to concern with the product.

Event description:
Healthcare professional reported right side "deflation discovered during surgery" and "exchange of textured devices due to patient's concern with the product". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: white calcification-like observed outer the device. Crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.